Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00 x 38mm synergy¿ stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the distal part of the stent was lifted. The procedure was completed with another 3.00 x 38 synergy¿ stent. No patient complications nor injuries were reported.

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary vessel. A 3.00 x 38mm synergy¿ stent was advanced but failed to cross the lesion. The device was removed and it was noticed that the distal part of the stent was lifted. The procedure was completed with another 3.00 x 38 synergy¿ stent. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual examination of the stent found that on distal stent strut row 8, stent struts were lifted. The undamaged section crimped stent maximum outer diameter measurement was within the maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The tip was visually and microscopically examined and no signs of damage were noted. A visual and tactile examination found no kinks or damage along the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).